Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous proximal left circumflex artery that is 90% stenosed. Pre-dilatation was performed several times with a 2.75x15mm non-abbott balloon and a 3.0x23mm xience skypoint stent delivery system (sds) was attempted to be deployed; however, the delivery system balloon ruptured at 5 atmospheres after 5 seconds. The stent did not deploy and sds was removed with the stent from the anatomy. It was noted resistance was felt with anatomy during advancement of the sds. Additional dilatation was preformed with a non-abbott balloon and a 2.75x23mm xience skypoint was implanted. Post dilatation was performed with a 3.0x15mm balloon to complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. E1: (B)(6) hospital.